Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited low, out-of-range pacing impedance measurements of less than 200 ohms, as noted in the remote monitoring system. It was reported that the physician was aware and intended to continue monitoring the lead remotely. No adverse patient effects were reported.